Event description:
It was reported that a 2.5mm diameter x 18mm length driver rapid exchange (rx) coronary stent (ref MFR # 2953200-2010-01646) was successfully implanted to a nstemi patient with an occlusion in the proximal portion of the lad. The procedure was reported to have yielded a very good angiographic outcome. Four days post procedure, it is reported that the patient showed an ami with an occlusion of the lad. An angiogram was performed which was reported to have shown that the occlusion had begun from the proximal edge of the driver stent. The lesion was reported to exhibit 100% stenosis and severe calcification. The physician proceeded with pre-dilatation of the lesion (non-medtronic balloon). This pre-dilatation was reported to have caused a dissection of the artery. After several further pre-dilatations, the physician then attempted to implant a 2.5mm diameter x 8mm length driver sprint rx coronary stent in the proximal lad, overlapping on the previously implanted driver rx stent. The stent had been inspected prior to use with no abnormalities noted. The stent did not reach the target lesion as the physician felt a resistance while attempting to implant the stent and the device was rapidly retrieved. The device was then inspected to ensure that the stent was still correctly crimped to the delivery system. The stent system looked to be in perfect condition. Another pre-dilatation was carried out before a second attempt was made to reach the lesion with the driver sprint stent. While the physician was performing this second attempt, it was noticed in fluoroscopy that the stent was no longer present on the stent system coming out of the guide catheter. The stent appeared to have become dislodged in some part (not specified) of the proximal lad. The patient underwent a cardiac arrest during the procedure and a patient death occurred. Cine image review: the cine images confirm the diffuse calcified nature of the vessel in which there was a previously deployed stent. The vessel was totally occluded with a thrombus on the proximal end of the deployed stent. Images confirm the occurrence of a dissection post ballooning of the occlusion. No images are present showing the attempted failed delivery and withdrawal of an 8mm stent. There appears to be an 8mm device delivered and inflated inside the previously deployed stent but inflation of the balloon shows that there is no stent on the device. Images of the vessel post wire and guide catheter removal appear to show the reported dislodged stent in the proximal vessel.

Manufacturer narrative:
(B)(4): evaluation results: (stenosis, severe calcification), (stent dislodgement, mi, death).